Event description:
The event involved chemoclave vented bag spike. It was reported that, air is being drawn into the giving set but the drug is remaining in the bag. This has happened 5 times over the last 2 days. Therefore, they have to stopped using them. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device has been received for evaluation; however, investigation is not yet complete.